Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the foreign objects found in the adhesive of the bending section rubber, connecting tube and distal end, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the adhesive of the bending section rubber, connecting tube and distal end. There was no patient involvement.